Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: 2014, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient had an ins replacement october 09 and since then has had pain when turning on device. Patient stated she cannot use the ins because every time they turn it on and after rep made adjustments, the patient will get an extreme sharp pain as soon as they move they get pain across the back. Patient stated stimulation works ok but they getan extreme amount of pain with this. Patient stated the rep said he has not heard of this. Patient stated ever since battery was swapped this was happening. Patient stated feels like a leak in the lead or something that's near plastic that's leaking voltage. Patient stated she might have an MRI done to make sure nothing else is going on in the back. Patient stated she had the battery replacement due to normal battery depletion. Patient stated she is very scared and stated she lost a lot of weight and not sure if its due to muscle spasm. Patient stated this only happens when t urning on stimulation. Patient stated pain is in shoulder blades and near where anchors were located in the spine. Patient stated every time they turn on would squeeze ribs and almost took breath away. Patient stated its so strong and if twists body to left/ right that is painful and intensified. Patient states it takes about 5-6 min to go away. Patient stated she got a zap over the weekend on the scar. Patient stated the zap hurt so bad it put tears in her eyes. Patient stated this was near the ins site. Patient stated the jolt was to the left of the ins . Patient stated she met with rep and he checked the unit last and everything seemed fine. Patient stated when straighten out back completely she has a lot of pain. Patient stated will move and the pain goes away a little bit. Patient stated she wonders where the plug is if something did not get put together and that¿s why it is happening. (B)(6) 2018 health care professional (hcp) requested MRI compatibility. Reported that the scan was for the thoracic-spine. Hcp did not know if the pain was related to device or therapy. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins has been explanted. No further information was reported.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Analysis of the ins ((B)(4)) found insignificant anomalies. Analysis of the lead ((B)(4)) found that the stim lead body was cut through, product segmented. Analysis of the lead ((B)(4)) found that the there was a short between circuits (dry conditions) between #11 and #12 circuits near the #11 connector on the proximal end conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc (B)(4) applies to the lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were at the healthcare provider¿s (hcp) clinic on (B)(6) 2019 and the patient was there to see the hcp. The rep was asked to see the patient and reprogram her system. The rep reported that the patient did have 2 high impedance electrodes, but they were not active before or after the reprogramming. The rep reported that the patient stated she gets zapping when the system was on and the last rep couldn¿t get coverage. The rep reported that when they programmed the system she did get some zapping. The rep left the device off and told the patient he was slowly turning it up and she had zapping even with the device off and amplitude at 0. The patient called the rep crying on (B)(6) 2019 crying explaining she had lots of issues in her life, lyme¿s disease, weight loss/gain, stomach problems and didn¿t know if she wanted the device in her body. The rep told the patient he would reach out to the hcp. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.